Event description:
Report from (B)(6) stating that the device does not function. It is known that the device was not used during surgery. It is unk if injuries or medical intervention were involved with this event. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).